Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump recommendation of insulin to be delivered was inaccurate. Tandem technical support reviewed the pump settings with the customer, reportedly, the pump carbohydrate ratio and correction factor had been set incorrectly by the customer. Tandem technical support guided the customer through adjusting the pump settings. Customer's blood glucose level was not impacted, as the customer had manually calculated the correct amount of insulin to be delivered and did not deliver the inaccurate recommendation.